Manufacturer narrative:
(B)(4). The lot was manufactured from may 11, 2015 to may 13, 2015. One unit was received for analysis. Visual inspection revealed evidence of black marks on the filter of the device. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on the filter. This was identified before use. The device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.